Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be myocardial infarction. The patient was hospitalized prior to death for an unrelated event. It was not reported if an autopsy was performed. It was reported that therapy was ongoing prior to death; however, it was unknown if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation of the reported event of death. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external visual inspection revealed no problems related to the reported event. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Review of the service history revealed there is no previous service history for this device. Should additional relevant information become available, a follow-up report will be submitted.